Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. No unlock on the lcd keypad connector noted. No button error alarm noted. The insulin pump had minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.